Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "wrinkled rubberize or poor inflation lumen coverage". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review.

Event description:
It was reported that the balloon of 3 indwelling urinary catheters were difficult to remove as the nurse was unable to draw the saline out the balloons. It was also stated that it was a 16 french catheter. No medical intervention was reported.